Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found two plunger clamps in the reported problem area of the pipette assembly needed to be replaced. The x-arm position about the secondary rack was adjusted. The instrument was tested without further problem and returned to service.